Manufacturer narrative:
(B)(4). Due to the lack of material returned, no internal investigation was performed. Carefusion reached out to the customer several times, and the customer refused to return the device.

Event description:
The customer reported that he has a power manager for his sprintpack that is showing signs of melting where the pins on the charger is due to overheating. The customer also stated that he is not sure if there was any patient involvement and it would be impossible for him to find out.